Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using the normal method. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. No kinks or damages in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole 1mm proximal from the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was made to inflate the balloon to 12 atmospheres as per wolverine IFU using the encore inflation unit, however, a leak was noted coming from the pinhole on the proximal side of the balloon. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using the normal method. The procedure was completed with a different device. No patient complications reported.